Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right coronary artery (rca) stenting procedure, in a heavily calcified lesion, after pre-dilatation and device deployment, the voyager nc balloon ruptured at 16 atmospheres during the first inflation. The device was removed without issue. There was no adverse patient effects reported. Although requested, there was no additional information provided.